Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri cemented stem 12mmx50mm; cat#5560-s-112; lot#0057050e, tri ts femur sz2 right; cat# 5512-f-202; lot#a971, tri post augment sz2 5mm; cat#5543-a-200; lot#weyi, triathlon femoral distal augment 5mm - size 2 right; cat# 5540-a-202; lot# yeab, triathlon femoral distal augment 5mm - size 2 right; cat# 5540-a-202; lot#wwuv. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient called and stated that she had a right knee replacement on (B)(6)2017. Patient stated that she has been experiencing pain from day one of surgery and it hasn't gone away. She also stated that she feels that her knee is loosening again.

Event description:
Patient called and stated that she had a right knee replacement on (B)(6) 2017. Patient stated that she has been experiencing pain from day one of surgery and it hasn't gone away. She also stated that she feels that her knee is loosening again.

Manufacturer narrative:
Additional devices added after initial submission: catalog: 6191-1-001 description: simplex p full dose lot: rby031 qty: 2 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain and loosening was reported. The event was not confirmed. Method & results: - product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. - clinician review: the available medical records were provided for review with a consulting clinician who indicated- " at an office visit of july 28, 2017 it is noted, ¿¿ doing well ¿ range of motion 0° to 105° ¿ x-ray: well-fixed, well-aligned.¿ when seen on october 20, 2017 the office note states, ¿three months¿ post-operative ¿ 0° to 125° ¿ very good stability ¿ doing well.¿ x-rays dated july 28, 2017 include an ap and lateral of the right knee and patellar views of both knees. The right tibia is unchanged. The right femur is a fully cemented shorter stem and the patella and ts insert are nominal. Skin staples are in situ. Nominal appearance of a revision total knee arthroplasty is noted. There is no documented follow-up subsequent to october 20, 2017 and no examination of explanted components." - device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient had been experiencing pain since her right knee replacement surgery. She also stated feeling loosening. The available medical records were provided to consulting clinician who noted that the available information was not sufficient for confirming the loosening of components. The event could not be confirmed nor the root cause be determined as insufficient information was received by stryker orthopaedics. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.